Event description:
It was reported that during an ablation of an accessory pathway procedure (using retrograde approach) the celsius 4mm catheter could not deflect. The issue happened three times with three different catheters from same lot#15894709m. The physician had to cancel the procedure as he did not feel confident continuing. Upon request, additional information has been received stating that the patient underwent a potential risk due to longer radiation exposure needed because of the faulty catheters and the longer procedure; making the event reportable. The patient was under local anesthesia. The procedure was performed in the left atrium and no transseptal puncture was done. The case cancellation was only because of the product issue. The patient did not required extended hospitalization because of the procedure cancellation.

Manufacturer narrative:
(B)(4).